Event description:
A caller reported cgm error 42 related to their sensor. The issue did not adversely affect the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller through the process, resolving the error as it did not reoccur after the reset.